Manufacturer narrative:
510k: 2 unknown screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Patient has developed urticarial and dermatitis after a surgery in the leg where they used two synthes screws. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient has developed urticarial and dermatitis after a surgery in the leg where they used two synthes screws. The hospital is planning to test the different materials in the screws to verify if there is an allergic reaction to one of the components. No information available about patient condition. This report is for 2 unknown screw. This report is 1 of 1 for (B)(4).